Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (aortic neck length less than 10mm).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5cm diameter abdominal aortic aneurysm. The diameter of the proximal aortic neck was 22.4 mm, with a length of 9 mm. Access vessel tortuosity was reported to be moderate, calcification was mild. The physician was aware that the neck length was off-label, but elected to proceed with surgery. It was reported that during at the end of the procedure, a proximal type I endoleak was observed. Multiple attempts to resolve the endoleak using a reliant balloon were unsuccessful. The distance between the lowest renal artery and the stent graft was too short to safely implant an aortic cuff. No clinical sequelae were reported and the patient will be monitored.